Event description:
It was reported that the ventilator was resetting and did not have any output volumes while connected to a pt. The ventilator had an audible alarm when the reported problem occurred. No pt harm reported.

Manufacturer narrative:
Na